Manufacturer narrative:
(B)(6) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient had bladder surgery in 2009.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and mesh was implanted. Additionally, on (B)(6) 2011, the patient underwent bilateral paravaginal repair with anterior colporrhaphy, tension free vaginal taping using lynx system and cystoscopy. It was also reported that she experienced mesh erosion, pain, infection, dyspareunia, bleeding, bowel problems and recurrence following the procedure. It was further reported that she has undergone additional surgeries and revisionary procedures, including anterior and posterior repair on (B)(6) 2006. Subsequently, the patient was readmitted to the hospital on (B)(6) 2006 for vaginal bleeding and had evacuation of a hematoma and resuturing of the posterior repair. On (B)(6) 2006, she was readmitted to the hospital for fever and started on IV antibiotics. No additional information is provided at this time.